Event description:
Medtronic received information that clots were observed on all three leaflets of an explanted bioprosthetic valve. It was not immediately reported when or why the valve had been explanted. The valve had been implanted for less than 2.5 years. There was no serious consequence to the patient. No additional information was immediately available.

Manufacturer narrative:
(B)(6). (B)(4). The device history record could not be reviewed as the serial number of the device was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.